Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s lvad system produced low pump speed and pump off alarms while on power module support only. No clinical symptoms were reported. A representative of the manufacturer¿s technical services reviewed the submitted log file and x-rays. The log file contained data from (B)(6) 2017 and revealed multiple pump stoppages beginning (B)(6) 2017 at 10:07am. This type of behavior had been previously linked to potential issues with the percutaneous lead. These issues appeared to occur on both power module and battery support. The submitted x-rays did not reveal area of damage within the driveline that could be determined with absolute certainty. On (B)(6) 2017 technical services completed a distal end percutaneous lead (driveline) replacement. No issues were found during the replacement; however, following the replacement, pump stoppage occurred. The lvad was immediately connected to external batteries, and pump function resumed. An ungrounded power module patient cable was provided. On (B)(6) 2017 it was reported that the patient was at home utilizing an ungrounded power module patient cable. The patient was being evaluated for transplant. The device would only be replaced if needed. No additional information was provided.

Manufacturer narrative:
Additional information. Corrected information. It was initially reported that the device was not available for evaluation. The patient was subsequently transplanted and the pump will be returned for investigation. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2017. The patient¿s lvad system had an internal driveline fracture with multiple pump stops. The patient had been at home with the lvad system supported on an ungrounded cable.

Manufacturer narrative:
Additional information - requests were sent for product return; however, the explanted device was not returned. Although the reported event of pump stoppages was confirmed based on a review of the system controller log file, a full evaluation of the driveline could not be performed as it was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
An evaluation of the replaced external portion of the driveline could not be performed as it was lost in transit. The report of pump stoppages was confirmed based on the review of the submitted system controller log file. The log file captured multiple pump stoppages while the lvad system was supported by power module or batteries. Based on our complaint history and similarly reported events, the events captured in the submitted log file could have been potentially consistent with a compromised wire in the patient¿s driveline; however, a root cause for the events could not be conclusively determined without an evaluation of the device. The patient remains ongoing on vad support using the ungrounded patient cable and was being evaluated for transplant. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.